Event description:
Case description: this spontaneous report was received from a ukrainian health care professional and concerns a 38-year-old female patient (weight: 62 kg, height: 168 cm). The patient was injected subcutaneously with a total of 1.5 ml of radiesse(+) into the lower face to improve skin quality, on 17-nov-2025 (also ambiguously reported as 15-aug-2025). Batch number was reported as a00139450 (expiry date: december 2025).the batch record review was received and the lot number for radiesse(+) was confirmed as a00139450 (expiry date: december 2025). A lot search in the global safety database was conducted. Dilution was reported as 1:1 (product preparation issue, off label use of device). She was injected into 4 injection points (2 per side). She was overall injected with 3 ml. A 22/50 cannula was used. Her previous aesthetic treatments included radiesse, in 2023 (reported as 2 years ago) and ha fillers belotero balance 1 cc , xeomin 100 u full face on 25-sep-2025. Current medication, medical history, allergies and surgical interventions were reported as none. On 18-nov-2025, after the radiesse(+) injection, the patient experienced inflammation, redness and swelling in the lower face, as well as reactive lymphadenitis. Corrective treatment included topically applied calendula tincture, after 2-3 minutes hyoxysone ointment, in this sequence 3 times a day, for 5 days, as well as sumamed (500 mg, 1 time a day) for 6 days. On 20-nov-2025, after 2 days, the inflammation site almost disappeared, but reactive lymphadenitis joined. She had a temperature of 39 degrees celsius and additional consultation with an otolaryngologist was recommended. The intervention was necessary to prevent a life-threatening condition or a permanent damage. The outcome of the event was reported as resolved, on 23-dec-2025. In the opinion of the reporter, the event was of moderate intensity and was related to radiesse(+). A causal relationship to incorporated local anesthetic in the product was not suspected. The event was not life threatening, did not require hospitalization longer than 24 hours and the incident was not considered to be permanent. The event lead to a newly diagnosed chronic disease (ambiguously reported) and intervention was necessary to prevent a life-threatening condition or a permanent damage. Follow-up information was received on 01-apr-2026: the event chronic tonsillitis was added. The initial narrative was amended regarding the injection date and other aesthetic treatments. On the day of the radiesse(+) injection, the patient was objectively healthy, and the injection possibly fell on the prodromal period. Following the reported aesthetic injections in the past, the patient had no complications. No malfunctions or device deficiencies were detected during the procedure. The patient consulted with a specialist otolaryngologist and underwent additional examination for the presence of the infectious agent streptococcus pyogenes, staphylococcus aureus, and viruses. Streptococcus pyogenes was detected, and the otolaryngologist diagnosed the patient with chronic tonsillitis. The dose and duration of the treatment were adjusted, which included, 500 mg of azithromycin on day 1, 250 mg of azithromycin daily on days 2 to 5, sanitation of the oral cavity, rinsing of the lacunae with saline solution/antiseptic, and immunomodulators 10 days a month for 2-3 months. The outcome of the event lymphadenitis remained unchanged. The outcome of the event chronic tonsilitis was unknown. In the opinion of the reporter, this adverse event was not life-threatening to the patient, but it caused discomfort in the form of tenderness and signs of inflammation in the area, the chosen therapy was basic and agreed with the surgeon for further diagnosis of the patient by related specialists, and the reported events were related to the injection procedure. Case closure dated on 13-apr-2026: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened.

Manufacturer narrative:
The batch record review for radiesse(+), lot a00139450 was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00139450) and no similar events were noted. Assessment by merz: the event occurred approximately 3 months following injection, which is a long latency but possible. The event occurred in an incompatible local relationship. Lymphadenitis (serious) is equivalently expected as inflammation based on the current valid ukrainian instructions for use (IFU) leaflet of radiesse(+) and can occur after treatment with radiesse(+). The reported swelling and redness are considered to be symptoms of the lymphadenitis. The reported fever is compatible with a systemic inflammatory response and is therefore also regarded as a symptom of the underlying lymphadenitis. Product preparation issue and off label use of device are only coded for formal reasons. A dilution of radiesse(+) is no approved indication for radiesse(+) in ukraine. Strong confounding factors include the incompatible local relationship and other aesthetic filler treatments one month following treatment with radiesse(+). Due to the above mentioned confounding factors causality for the event lymphadenitis is not assessable. This case is considered as serious because treatment was necessary to prevent a life-threatening condition. Merz causality re-assessment due to follow-up information received on 01-apr-2026: the event chronic tonsillitis was added. The added event is considered as a systemic event and occurred in an incompatible local relationship. Chronic tonsilitis (non-serious) is equivalently expected as infection based on the current ukrainian IFU leaflet of radiesse(+) and can occur after treatment with radiesse (+). Strong confounding factors include the incompatible local relationship and other aesthetic filler treatments one month following treatment with radiesse(+). Due to the above mentioned confounding factors, causality for the event chronic tonsilitis is not assessable. Causality for the previously assessed event remains unchanged as not assessable. This case remains as serious with the serious event lymphadenitis because treatment was necessary to prevent a life-threatening condition.

Manufacturer narrative:
The batch record review for radiesse(+), lot a00139450 was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00139450) and no similar events were noted. Assessment by merz: the event occurred approximately 3 months following injection, which is a long latency but possible. The event occurred in an incompatible local relationship. Lymphadenitis (serious) is equivalently expected as inflammation based on the current valid ukrainian instructions for use (IFU) leaflet of radiesse(+) and can occur after treatment with radiesse(+). The reported swelling and redness are considered to be symptoms of the lymphadenitis. The reported fever is compatible with a systemic inflammatory response and is therefore also regarded as a symptom of the underlying lymphadenitis. Product preparation issue and off label use of device are only coded for formal reasons. A dilution of radiesse(+) is no approved indication for radiesse(+) in ukraine. Strong confounding factors include the incompatible local relationship and other aesthetic filler treatments one month following treatment with radiesse(+). Due to the above mentioned confounding factors causality for the event lymphadenitis is not assessable. This case is considered as serious because treatment was necessary to prevent a life-threatening condition.

Event description:
Case description: this spontaneous report was received from a ukrainian health care professional and concerns a 38-year-old female patient (weight: 62 kg, height: 168 cm). The patient was injected subcutaneously with a total of 1.5 ml of radiesse(+) into the lower face to improve skin quality, on (B)(6) 2025. Batch number was reported as a00139450 (expiry date: december 2025).the batch record review was received and the lot number for radiesse(+) was confirmed as a00139450 (expiry date: december 2025). A lot search in the global safety database was conducted. Dilution was reported as 1:1 (product preparation issue, off label use of device). She was injected into 4 injection points (2 per side). She was overall injected with 3 ml. A 22/50 cannula was used. Her previous aesthetic treatments included radiesse, in 2023 (reported as 2 years ago). Current medication, medical history, allergies and surgical interventions were reported as none. On (B)(6) 2025, after the radiesse(+) injection, the patient experienced inflammation, redness and swelling in the lower face, as well as reactive lymphadenitis. Corrective treatment included topically applied calendula tincture, after 2-3 minutes hyoxysone ointment, in this sequence 3 times a day, for 5 days, as well as sumamed (500 mg, 1 time a day) for 6 days. On (B)(6) 2025, after 2 days, the inflammation site almost disappeared, but reactive lymphadenitis joined. She had a temperature of 39 degrees celsius and additional consultation with an otolaryngologist was recommended. The intervention was necessary to prevent a life-threatening condition or a permanent damage. The outcome of the event was reported as resolved, on 23-dec-2025. In the opinion of the reporter, the event was of moderate intensity and was related to radiesse(+). A causal relationship to incorporated local anesthetic in the product was not suspected. The event was not life threatening, did not require hospitalization longer than 24 hours and the incident was not considered to be permanent. The event lead to a newly diagnosed chronic disease (ambigiously reported) and intervention was necessary to prevent a life-threatening condition or a permanent damage.